Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the insulin pump screen was a lot duller and more yellow than the current screen. The customer changed that the brightness and it doesn't really do anything. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted during testing. Device functioning properly. (B)(4).